Event description:
The customer reported that the device only charged to 50 joules with the hands free cable.

Manufacturer narrative:
The customer could not duplicate the issue. On 11/24/09, the customer reported that the issue had not occurred again. They were considering that the issue was the result of a incomplete connection with the hands free cable. They could not determine if the issue was caused by dirt/contamination on the pins, or if the connectors were not pushed in fully. Based on the customers' report, we are considering this a malfunction resulting from an incomplete electrical connection.